Event description:
It was reported that the piston on the pump retracted on its own during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer was unable to provide additional information regarding the issue and continued using the pump for insulin therapy.